Manufacturer narrative:
(B) (4).

Event description:
Literature: valideoriola f, regidor I, minguez-castellanos a, et al. Efficacy and safety of pallidal stimulation in primary dystonia: results of the spanish multicentric study. J neurol neurosurg psychiatry. 2010; 81(1):65-69. Summary: this article presents a one-year, observational, prospective, multicenter study with a single therapeutic arm. The study included open-label, blind, and self-assessed evals to investigate the efficacy and safety of bilateral globus pallidus (gpi) deep brain stimulation (dbs) in 24 pts with medically refractory primary generalized or segmental dystonia. Reportable event: one pt presented with an infection of the scalp. The issue resolved after the system was explanted. The event was noted to occur before the first pre-protocol f/u visit. See literature article attached to MFR report# 3007566237201001765.